Event description:
Manufacturer was informed of a patient fall when user facility called the sales representative alleging an issue related to the bed exit detection system. There was no injury or adverse consequence to the patient. Verification of the device at user site was made by the manufacturer. All 3 detection zones were tested and found conform; working to specification in flat or 30° angle. Further verifications demonstrated that a calibration was not totally completed by the user site. It was determined that it was not a single fault related to the device that caused the incident; a use error was identified as the most probable cause.